Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-09422. It was reported that a rotawire detachment occurred. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink¿ plus and a rotawire were selected for treatment. During the procedure, it was noted that rotawire was detached. The rotawire was removed from the patient's body and was exchanged with another of the same rotawire and was loaded on the same burr; however, the rotawire failed to insert into the wire lumen of the burr. The burr was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The burr unit & the advancer unit were returned to site connected together. Visual examination of the device noted no issues. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and noted that the annulus was damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-09422. It was reported that a rotawire detachment occurred. The target lesion was located in the severely calcified coronary artery. A 1.50mm rotalink plus and a rotawire were selected for treatment. During the procedure, it was noted that rotawire was detached. The rotawire was removed from the patient's body and was exchanged with another of the same rotawire and was loaded on the same burr; however, the rotawire failed to insert into the wire lumen of the burr. The burr was replaced with another of the same device and completed the procedure. There were no patient complications reported and the patient's condition was good.